Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 502 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer called in and was advised by her doctor to have the pump replaced since it was overheating and burning the insulin the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. Device was monitored for one day with a water filled reservoir that was installed in the reservoir compartment. No device heating up anomaly, hot test reservoir or hot test battery anomaly noted. No damage noted on the electronic assembly or on the motor during visual inspection. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer visited an emergency room due to the high blood glucose level on (B)(6) 2019. The blood glucose level of the customer was 502 mg/dl and over 600 mg/dl. The customer was treated with the insulin pump and intravenous fluid.